Manufacturer narrative:
It was initially reported that metal flakes from the stainless steel distraction pin screw came off into patient. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. No information was provided on what procedure was being done, what the events were leading up to the metals flakes coming off of the pin screw, and how were the metal flakes removed from the patient. Due to the reported incident and in an abundance of caution, this medwatch is being filed. A sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that metal flakes from stainless steel distraction pin screw came off into patient.